Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d9, h2, h6, h11 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, therefore the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ebus endobronchial ultrasound procedure while using the single use aspiration needle in a patient with multiple adenopathy's, after several punctures, in one of them it was difficult to remove the sheath, and when the sheath was finally removed through the working channel, a defect was visible, which was a bend in the sheath. After the needle was removed observation resulted in a perforated bronchoscope. The procedure was completed with a similar device. There were no reports of patient harm.